Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was unusable as the 120f "low tidal volume" and 1203 "low leak-co2 rebreathing risk" alarm errors could not be cleared. The device was in use on a patient at the time the reported issue was discovered; however, there was no actual reported harm to the patient or user. The customer called technical support to report that the device was unusable as the 120f "low tidal volume" and 1203 "low leak-co2 rebreathing risk" alarm errors could not be cleared. This investigation is ongoing.

Manufacturer narrative:
Per follow-up good faith effort (gfe) response received 10aug2025, the type of circuit board that was replaced by the third-party vendor is unknown. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per good faith effort (gfe) response received on 07aug2025, there was actually no patient involvement at the time the issue was discovered. The issue occurred before therapy, and the device required a swap. No patient or user harm was reported. The authorized service provider (asp) engineer stated that the customer ultimately chose a third-party vendor to perform the repair; the third-party vendor replaced the circuit board, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. Further case information regarding the replacement circuit board that was replaced by the third-party vendor is still pending.